Event description:
The hypotube separated inside the guide catheter while in the pt. The physician inserted the occlusion balloon wire into the pt, had difficulty advancing it forward. The graft was completely occluded and excessive torquing of the wire was needed during placement. Before any intervention was done the tip (3cm) section detached inside the portion of the guide catheter which was inside the pt. The physician was able to snare the damaged section and remove it successfully without surgery. The pt is reported to be fine.